Event description:
Approximately 3 hours into a surgical procedure, the anaesthetist went to change the bottle of propofol. The customer reported that when they opened the air inlet filter, the cap flew off and hit the surgical assistant in the head, then hit the surgeon on the shoulder before landing on the drapes. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Although requested, the affected prod has not been rec'd. A f/u report will be submitted with investigation results should the device be rec'd for eval.